Event description:
Mesa laboratories has identified potential mold growth in 7.0 ph buffer solution and recalled the product. Lot numbers in our facility were identified and pulled from the stock. At this time, we are not aware of any adverse events associated with this problem; however, we want to alert both mesa laboratories and the FDA to this issue.